Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt information guides states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed after a pre-deployment groin shot was taken. Although the artery did not look diseased, the physician stated that he may have dislodged some plaque when he was using the locator to enter the artery. Approx 2 months later, the pt was complaining of pain. The pt went to surgery and the angio-seal was removed. The pt recovered. Approx 4-5 months later, the pt developed gastrointestinal problems and expired. The physician states that the angio-seal was in no way involved or responsible for the pt's death. The incident date and date the pt died are year specific, the exact dates are unk.